Manufacturer narrative:
(B)(4). Visual inspection of returned component ep® healing abutment 6mm(d) x 7.5mm(p) x 4mm(h) (wth674) and full osseotite® tapered implant 6 x 11.5mm (fnt611) has confirmed the following: the device has fractured on the on the thread of the healing abutment. The hex of the healing abutment has been stripped. The remaining portion of the healing abutment remains stuck inside of the implant. The external hex of the implant has been damaged. The DHR records and complaint review did not provide any indication of a manufacturing deviation that would contribute to this event. Visual inspection and DHR review did not provide a definitive cause for this event.

Event description:
It was reported that the one piece healing abutment fracture inside of the implant. The implant was well integrated, however the healing abutment fractured in the course of healing. The clinician tried to remove the screw fragment but was not successful, therefore the implant with the fracture screw fragment was remove.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.